Manufacturer narrative:
H3. Code 81 - device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
The physician has responded that the cause of the increase seizures is due to: other psychogenic negrophilic surgeries;. The seizures were not epileptic. Intervention was taken by increase charge vns battery because 11-25%; (assumed referral for battery change). No known relevant surgical intervention has occurred to date. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient has experienced an increase in seizures. The patient is referred for a battery replacement and the physician has adjusted medication. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Implant card was received indicating patient had a battery replacement due to battery depletion. Device evaluation is not necessary because the reported event has been determined as not related to vns therapy. No other relevant information has been received to date.

Manufacturer narrative:
B5. Describe event or problem, d 6b. If explanted, give date (mo/day/yr), f 10. Health effect - impact code; corrected data; supplemental MDR omitted information known prior to submission.